Event description:
It was reported by the customer that pyxis medstation es system won't show/cross over the patient's real name. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that adt/emr workflow deviated from pyxis standards. A technical support specialist communicated the required messaging format to modify patient profiles and confirmed that this action successfully addressed the issue. The system functioned as intended after the technical support specialist troubleshot the device.